Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported damaged guidewire. The tube was replaced. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire was confirmed but the exact cause remains unknown. The product returned for evaluation was a straight tip stainless-steel guidewire and 4.5fr microintroducer. The returned product sample was evaluated and deformation was observed near the proximal weld tip. The following observations were noted during the sample evaluation: misaligned coil(s) was observed at the proximal end of the wire. Additional deformation was observed, which may have been the result of attempted insertion against resistance. Inspection of the guidewire confirmed the wire to be intact. The combination of deformation and usage residues suggested that resistance during attempted use likely contributed to the damage; however, it could not be determined if an additional factor(s) also contributed. The second sample was received in a sealed kit and was unremarkable to gross and microscopic inspection.

Event description:
It was reported damaged guidewire. The tube was replaced. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.